Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2019 with the following findings: during investigation, there were reboots observed in the black box. There was no damage found to the battery cap or the battery compartment. The battery cap attached securely to the the pump and the pump was exercised with no power issues occurring. There was moisture found in the display. The pump case was found to be cracked. During leak testing, a leak was found at a pump case crack. The pump was opened and there was moisture damage found on the printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation, however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture inside the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.